Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl and "fell over a few times". Low bg cause was not known. Customer's spouse called emergency services and customer "was taken to the hospital [emergency room]". Customer was subsequently admitted to the hospital and treated with intravenous saline. Customer was discharged 4 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.